Event description:
Faulty endotracheal tube (ett). Inconsistent dexterity/ integrity of material that the endotracheal tube is made of. The ett was placed without difficulty and placement was confirmed as per standard operating procedure. Over an hour into the case there was a sudden inability to ventilate the patient. After ruling out multiple differential diagnosis, direct laryngoscopy was performed and the ett was identified to have a profound kink just exterior to the vocal cords, around the area of the arytenoids. The issue was quickly corrected at that point and the patient rapidly stabilized. The patient spent 2 nights in the hospital for close observation and trending of cardiac markers. I have been practicing anesthesia for over a decade at multiple different facilities including academic centers; this is the first time that I have encountered a kink in an ett at that location. Upon closer inspection it is apparent that there is a weak point in the dexterity of the material in the area of interest. I have attempted to contact the manufactured and was instructed to have all conversations go through the distributing rep (representative). This has resulted in replacement ett being issued. I have saved the ett for them to look into but have been instructed that no further analysis was needed. I know that this patients troponin's were elevated and were trended throughout her hospital stay following the incident, however, I do not have access to the exact results. None, the patient is an asa 1 without any preexisting medical conditions.